Manufacturer narrative:
No product was returned to the manufacturer for device evaluation, however, a lot number was provided for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reported experiencing dryness in the right (od) eye and had difficulty removing the contact lens resulting in an eye injury. The patient reports symptoms of eye pain, redness, decreased vision and lens intolerance. The patient states that corneal reconstruction surgery was required to remove the scar tissue and placing an amniotic sac on the eye along with a hard lens during recovery. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.